Event description:
It was reported that the patient underwent a revision procedure wherein the spinal cord stimulator (scs) leads were moved down from its recent position. The patient was doing well postoperatively with appropriate coverage of pain areas. The devices remain implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 220049 UDI: (B)(4).